Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first device attempted had no suture present when the plunger was removed. A second proglide device was successfully pre-placed. The sheath was upsized to a 20f and the tavr procedure was completed. The proglide suture broke when advancing the knot. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information received: the sutures of two proglide devices were successfully pre-placed prior to the tavr procedure.